Manufacturer narrative:
The device was returned to olympus for inspection. Based on historical data, possible causes include deformation problem which is problems caused by changes in the shape or size of the device due to an applied force. This can be a result of tensile forces (pulling), compressive forces, shear, bending, knotting, or torsion. The most probable cause of this complaint is traced to component failure which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchofibervideoscope exhibited the distal end was detached. There was no patient involvement.